Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Concomitant medical products: 00-8011-020-24, allen plug hdpe/baso4 12c/24fl, 62670892; 65875305401, shell with cluster holes porous 54 mm o.d. Size jj for use with jj liners with calcicoat ceramic coating, 62659590; 00811400210, femoral stem 12/14 neck taper ext. Offset size 2 130 mm stem length, 62660419.

Event description:
Patient underwent a left hip revision procedure two days post implantation due to dislocation. Patient outcome is unknown. No further information has been provided.